Event description:
My daughter started developing a rash on her arm on (B)(6) 2026. This got increasingly worse and we sought medical help. We were later informed via amazon about the webcol alcohol wipes and this is how we connected the dots.